Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: the original total knee replacement surgery took place on (B)(6) 2023. The surgeon mentioned to the patient that the cause of the dislocated/subluxated patella was the result of ¿failed sutures¿ used during the original procedure. Thirteen months later, the patient went into the office and insisted that the aprn take an x-ray, and this was when the diagnosis was made of for a dislocated patella. At that time, on (B)(6) 2024, the patient continued having a great deal of trouble walking, poor balance and swelling now in both knees because of this delay. The patient's repair was done on (B)(6) 2024. Following the repair, the aprn told the patient that an extra line of sutures were put in to make things stronger. This repair also failed. The patient is now on her fourth episode of physical therapy. The surgeon told the patient he was not sure why it happened. In (B)(6) 2024, the surgeon told the patient that her only two options were to wear a brace for the rest of her life or undergo another procedure to re-do everything. However, the surgeon told the patient that the x-rays showed that the implant was correct and in place. The patient has been struggling with walking, having balance problems and unable to ¿sit to stand¿ even after months of physical therapy. Her ability to work has been severely limited additional information was requested, and the following was obtained: received medical records and authorization from patient to contact her doctor. Summary of medical records: dob (B)(6)1954/ female. Initial procedure: (B)(6)2023/ left total knee arthroplasty - 69-year-old female with history of advance knee osteoarthritis underwent. The retinaculum was repaired with #2 stratafix suture. The skin was closed with 2-0 stratafix suture, 3-0 stratafix suture and dermbond prineo. Reoperation: (B)(6)2024 - presented with weakness of the quadriceps and xray showing the patella to be dislocated postoperatively. Diagnosis: left knee patellar instability status post total knee arthroplasty procedure performed: 1. Left knee open medial retinaculum repair 2. Lateral open retinaculum release during the re-operation, the prior sutures were removed. The retinaculum was repaired using 2 #1 stratafix sutures. Skin was closed with 2-0 vicryl, 3-0 monocryl and dermabond prineo tape. Medical history: depressive disorder, history of hypertension; non-smoker, no alcohol use. Allergies: adhesive tape, amoxicillin, bees, fresh tomatoes. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's weight and bmi at the time of index procedure. What was the tissue condition (normal, thin, calcified, fragile, diseased)? What suture was used on the retinaculum? (Stratafix symmetric or stratafix spiral) product code and lot number? Was there any issues with the sutures/dermabond used on the skin? If yes, please explain. Was there any issues with the sutures/dermabond used after the reoperation? If yes, please explain. For stratafix symmetric suture: when beginning the running suture, did the surgeon take the first pass above or adjacent to the incision in a direction away from the incision? After taking the first pass away from the incision, did the surgeon then take a pass of tissue perpendicular to the initial pass? If so, how many perpendicular passes? Did the surgeon then proceed with wound closure in the opposite direction of the first pass? Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Were two reverse stitches performed across the incision prior to closure? For stratafix spiral suture: was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Was at least one reverse stitch performed prior to closure? Please describe the appearance of the suture during the second procedure. - did the suture break post-op? If so, where was the break noted (termination, middle, end)? Were there any patient stress factors that led to the left knee patellar instability? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: 1. If in your possession, may we have a copy of your operative report? 2. Does ethicon have your permission to contact your surgeon, in the event that we would like to request more clinical information to be used for a product quality complaint investigation? 3. If so, please provide your surgeon¿s name and contact information and fill out the attached consent form? (Email address, phone number, address) I'm sorry about the delay however, I had emergency surgery a few weeks ago and I am still recovering, I will get what you have requested as soon as I am able.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: I¿m in the hospital I will complete when I get home in a week. Additional information: c1, h6 health effect - impact code.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Would you like to provide us with your email address so we can send you an authorization form for permission to contact your hcp to request additional information about your issue with our product? If in your possession, may we have a copy of your operative report?

Event description:
It was reported by the patient that they underwent a total knee replacement on an unknown date and 2-0 barbed suture was used. The patient reported problems sitting to standing, dislocated patella, haven't seen this in a long time, is it probably suture that fell apart. Repair patella brought up. Additional information was requested.